Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient went for a post-operative appointment 8 days after device was implanted, where the staples were pulled out. The patient mentioned that a steri-strip was placed on the incision. The patient then stated that they got some type of blisters on their back (which were later stated were not blisters,this is conflicting information). The patient stated that they were itching on their back where the surgery was. The patient then stated that there was also liquid where the incision was and the incision was opened and got infected./ the patient stated that they were in contact with the manufacturer and sent pictures of the incision. The patient stated that they manufacturer then called their doctor around the (B)(6). The patient stated that they went to the emergency room and were admitted to the hospital on (B)(6) and all the scs components were explanted on (B)(6). The patient stated they were removed to test the devices. The infection was attempted to be confirmed, but the patient stated that they found the blood test for the infection, but could not find the culture because something happened to it. The infection could not be confirmed. The patient then stated that there may have been two infection, but the patient became frustrated when they attempted to confirm infections. The patient stated that they had a wound vac since the 5th and their incision is finally starting to close. The patient stated that due to the tissue on their back and buttocks they cannot implant the device any deeper and was wondering if they could implant the device anywhere else. The patient was redirected to their healthcare provider (hcp) to discuss wound and implant location. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported that their device was removed due to infection. No further complications were reported or anticipated.